Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: symptom: image is not fully displayed, and there is a vertical stripe. Diagnosis & service performed: replace the digital board, and the optical isolation cable. Probable root cause: - cables - hdmi cables. - connectors. - digital board. - power supply. - filter / fuse. - ac inlet board. - main board. - transition board. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during the surgical operation, the device suddenly malfunctioned, with a quarter of the screens not displaying images, making it impossible to determine the cause of the malfunction. The device was immediately stopped and replaced with a new endoscope. Apart from delaying the patient's surgery time, it did not cause any other impact on the patient. Local engineer checked the device on oct 11, 2025 and found: the image is experiencing delay and stuttering, with incomplete vertical bars on the screen. The digital board and signal connections were damaged and need to be replaced. Therefore, there was loss of image.

Event description:
It was reported that during the surgical operation, the device suddenly malfunctioned, with a quarter of the screens not displaying images, making it impossible to determine the cause of the malfunction. The device was immediately stopped and replaced with a new endoscope. Apart from delaying the patient's surgery time, it did not cause any other impact on the patient. Local engineer checked the device on (B)(6) 2025 and found: the image is experiencing delay and stuttering, with incomplete vertical bars on the screen. The digital board and signal connections were damaged and need to be replaced. Therefore, there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.